Event description:
It was reported the subject device had problem with connecting endoscopes at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on video connector socket, the endoscope cable cannot be connected securely. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on video connector socket, the endoscope cable cannot be connected securely. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.